Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and insulin pump was not working properly. The customer¿s blood glucose level was 204 mg/dl. The customer stated that issue on his pump and it¿s not beeping. The customer stated that insulin pump keypad not functioning and he needs to push hard. The customer also stated that time is changing when he observed time clock for one minute. The customer also stated that he had issue with the sound of the pump and keypad no longer working. Advise the insulin pump requires replacement and to discontinue use of the insulin pump. Advise to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding.